Manufacturer narrative:
The lot number and expiration date of the reagent used by the customer was not provided. The customer's analyzer serial number is (B)(6). The investigational analyzer serial number is (B)(6). The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys ft4 iii assay results for 1 patient sample on a cobas 6000 e601 module compared to an abbott architect analyzer. This medwatch will cover ft4 iii. Refer to medwatch with a1 patient identifier (B)(6) for information on the ft4 IV results. Refer to the attachment to the medwatch for all patient data.